Event description:
It was reported that the ventilator generated a technical error alarm indicating an, "open safety valve" while connected to a patient. There was no patient harm reported. Manufacturer reference # : (B)(4).

Manufacturer narrative:
Our field service engineer (fse) replaced the expiratory channel printed circuit board (pcb) after an technical error indicating an open safety valve had been raised a few times. Functional tests were performed before the ventilator was returned to service. Evaluation of received device logs confirms an occurrence of the reported technical error and a stop of ventilation on the date of event. The technical error also occurred 3 times 3 weeks earlier. When testing the expiratory channel pcb in the reference ventilator, the technical error occurred several times but the board always recovered and ventilation could be started again. It was found that the expiratory channel was sensitive e.g. To tapping and touching. When an integrated circuit (ic) in the standby valve pull magnet supply was tapped, the reference safety valve pull magnet was occasionally heard working. Sometimes it led to the technical error and sometimes not. The ic component was re-soldered, and then the problems seemed to stop. During the following 4 days, simulated use test ventilation ran without issues and it was not possible to provoke the expiratory channel to fail by applying moderate mechanical tapping. The conclusion is that the reported technical error was caused by an unstable expiratory channel pcb, probably due to a bad ic soldering.

Event description:
(B)(4).